Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2019 with cloudy vision in the left eye (os) post treatment. The os was a retreatment from 2012. A flap lift and rinse was performed. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained on (B)(6) 2019 that vision was bad. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2012: right eye pre-op 20/20 -3.70 x -.25 x 115; left eye pre-op 20/20 -3.75 x -.25 x 105. Bcva from (B)(6) 2019: right eye post-op 20/20 1.00 x -1.50 x 152; left eye post-op 20/25 2.00 x -1.50 x 74.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
In initial report, the manufacturer date provided was inadvertently reported as 10/31/2007, however the correct date is 11/30/2007. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.